Event description:
It was reported that a revision was performed due to noise and several aborted therapies. Impedance issues were noted. Externalized conductor was observed upon explant. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.